Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:04 was confirmed in the pump's event history by a baxter service technician. This condition was due to the air in line (ail) printed circuit board (pcb) being disconnected. The ail pcb was reconnected to the pumphead module pcb to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced failure code 814:04. This event occurred prior to use. During review of the pump's event history, baxter personnel confirmed the reported condition and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.